Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2007. It was reported that (B)(6) ago, the pt felt the scs was less effective. The pt declined reprogramming for the past yrs. The system was explanted on (B)(6) 2011. No further info is available at this time.